Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. This complaint was confirmed and the root cause was determined to be due to the patient disconnecting from the set during therapy. Thi is a use error that can cause system error 2240 alarms. The sample was not returned to baxter; therefore, no evaluation or batch review could be performed. This issue is being investigated through CAPA.

Event description:
It was reported that a patient had a system error (se) 2240 during peritoneal dialysis (pd) therapy, while the home patient (hp) was connected. The hp stated that she disconnected herself without using proper procedures, and then reconnected to the setup. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.